Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Recurrent incontinence, mechanical issue, hole/perforated and air in system/component are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The reported allegations are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence, and the pump was difficult to cycle. During a revision surgery, the physician noted that the cuff appeared to be possibly blocked. It was also stated that the pressure regulating balloon (prb) was punctured during removal, resulting in air observed in the device. However, it is unclear whether the air was present prior to the balloon puncture. The device was explanted and replaced. No further patient complications were reported.